Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet, and was advised to toggle the settings, restart the ilet, and allow time for reconnection. Symptoms included no adverse clinical effects and no change to blood glucose levels. Outcomes included no medical intervention, no hospitalization, and dosing expected to continue once pairing re-established. Investigation included customer service troubleshooting and user education focused on device settings and reconnection steps. Investigation of this case revealed a communication failure between the continuous glucose monitor transmitter and the ilet receiver component, consistent with intermittent bluetooth signal loss without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption likely related to connectivity conditions rather than a hardware failure.